Event description:
The initial reporter stated the switchpoint element in operating room (B) (6) failed to properly power-up before surgery. There was no video from the endo camera upon power up of the switchpoint element. The operating room staff was unable to switch to the analog back-up signal because it did not function. In an attempt to restore functionality, the unit was rebooted and continued to power cycle without user input. No endo camera video would appear on any monitor in dvi, vga, s-video, or composite signals. There were no adverse consequences as a result of this malfunction.

Manufacturer narrative:
There is no established expiration date for this device. Mentioned device was evaluated in the field. Additional attempts will be made to collect this information. Evaluation summary: through investigation, it was confirmed that the endo-camera video could not be routed to the monitors. The cause for the malfunction of the device is suspected to the failure of the control section or a component of the control section. Further investigation is being conducted via CAPA (B) (4). This is not a single-use device.